Manufacturer narrative:
H.6. Investigation summary: four photos of a 31g x 5mm pen needle carton were returned from lot. No. 6279559, cat. No. 320147. Visual examination was carried out on the returned photos a damage to the corner and side of the carton was observed. No issues were observed with the lot. No. Printed on the carton. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (burred lot number). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10

Event description:
It has been reported that the bd¿ pen needle has been found experiencing four occurrences of illegible labels before use. The following has been provided by the initial reporter: damaged box wrinkled blurred lot. Code: 320147. Batch: 6279559. Quantity: 4 cja.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ pen needle has been found experiencing four occurrences of illegible labels before use. The following has been provided by the initial reporter: damaged box wrinkled. Blurred lot. Code: 320147. Batch: 6279559. Quantity: 4 cja.